Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, eccentric, de novo 99% stenosis in the mid left arterial descending artery. Reportedly, the 3.25 x 12mm nc trek balloon catheter was advanced for pre-dilatation; however, the balloon ruptured during first inflation at 5 atmospheres. Resistance was met during advancement and removal due to the patient anatomy and with the guiding catheter device. Resistance was felt during removal of the protective sheath. A second 3.25 x 12mm nc trek was used to complete pre-dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. The reported difficult to remove the protective sheath was not confirmed due to the sheath not being returned. The reported difficult to position balloon catheter, difficult to remove from vessel and resistance in the anatomy could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.